Manufacturer narrative:
One bi-directional, curve d-d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been fractured between electrode ring 2 and electrode ring 3. No other visual anomalies were noted. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.

Event description:
This report is to advise of an event observed during analysis confirming a fracture of the catheter shaft.